Manufacturer narrative:
(B)(4). Device code 2017- incorrect anatomy. The rx acculink 6-8 x 40mm mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of stenosis is a known potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). It should be noted that the IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2012 a 6-8x40mm rx acculink stent and a 4.0x23mm xience drug eluting stent were implanted in the 80% stenosed left internal carotid artery without issue. On (B)(6) 2013, approximately 1.5 years post stent implantation, the patient was found to have a 90% focal, short stenosis in the distal stents and carotid endarterectomy was recommended. On (B)(6) 2014, the patient was hospitalized and left carotid endartectomy was performed with removal of both stents, resolving the event. On (B)(6) 2014, the patient was discharged home. On (B)(6) 2014, the patient died from a myocardial infarction. Per the physician, the death was not related to the device or procedure. There was no additional information provided.